Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on (B)(6) 2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452200 / 6610114) arrived at the target position and the physician attempt to release it, but the distal markers of the stent could not be opened. The physician retracted the stent and switched to a new device to complete the procedure. There was no negative patient impact. On 02-nov-2022, additional information was received. The information indicated that the target aneurysm was a wide-necked, unruptured aneurysm with a 2.16mm neck and 1.6mm in height. There were no vessel nor aneurysm factors such as vessel tortuosity, calcification, vasospasm that may have contributed to the reported incomplete expansion of the stent. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. The microcatheter used with the stent was a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). There was no resistance during the advancement of the stent. The microcatheter was not removed when the stent was retracted and replaced; the same microcatheter was used to complete the procedure. There was no clinically significant delay in the procedure due to the reported issue. One photo of the complaint device was included in the complaint. The product analysis lab reviewed the photo. [Photo analysis]: the stent component can be seen in the photo; the stent was observed detached from the unit and fully expanded. Both distal ends can be noted to be completely flared. Due to the blurriness of the phot, it cannot be determined if the stent has any damage. The reported issue in the complaint cannot be confirmed because the stent was completely expanded. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (vrd) was received contained in the decontamination pouch. Visual inspection was performed. The stent component was returned already detached from the unit. The delivery wire was also returned separated; no damage was noted on it. Microscopic inspection was performed. Under magnification, the deployed stent component was observed in good condition, without any structural damage (i.e., no broken struts, no kinks). No other damages were observed. The stent detachment was not originally documented in the complaint and the exact time when this condition occurred cannot be determined based on the information available, however, this finding is not a contributing factor to the stent inability to open experienced during the procedure. The reported issue documented in the complaint that the stent could not be opened was not confirmed since the stent component was observed fully expanded during the analysis. It is possible that the marker bands may have converged together but apposed to the vessel wall. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610114. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: the code ¿no device problem found (c19)¿ was used in the investigation findings because the reported issue complaint regarding the stent could not be opened was not confirmed since the stent component was observed fully expanded during the analysis. This code corresponds with the ¿no problem detected (d14)¿ in the investigation conclusion. The code ¿device migration (c0701)¿ was used in the investigation findings because the stent was returned already in a detached state. This finding was not determined to be a contributing factor to the reported issue documented in the complaint. This code corresponds with the ¿cause not established (d15)¿ in the investigation conclusion. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452200 / 6610114) arrived at the target position and the physician attempt to release it, but the distal markers of the stent could not be opened. The physician retracted the stent and switched to a new device to complete the procedure. There was no negative patient impact. On 02-nov-2022, additional information was received. The information indicated that the target aneurysm was a wide-necked, unruptured aneurysm with a 2.16mm neck and 1.6mm in height. There were no vessel nor aneurysm factors such as vessel tortuosity, calcification, vasospasm that may have contributed to the reported incomplete expansion of the stent. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. The microcatheter used with the stent was a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). There was no resistance during the advancement of the stent. The microcatheter was not removed when the stent was retracted and replaced; the same microcatheter was used to complete the procedure. There was no clinically significant delay in the procedure due to the reported issue.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610114. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.